Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 505da20 mechanical valve implanted: (B)(6) 2015; 5076-45 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was capped, remains in the patient out of service, and replaced with a different lead due to suspected fracture, and high impedance. No patient complications have been reported as a result of this event.